Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and a cause for the unintended clip movement, clip jumping and single leaflet device attachment (slda) could not be determined. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement, clip jumping and single leaflet device attachment. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. A posterior prolapse and flail were present. An xtr clip was inserted and successfully deployed. However, after the clip delivery system (cds) handle was retracted, the clip arms jumped open to approximately 40-50 degrees. This caused the clip to detach from the posterior leaflet and remain attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional xtr clip was implanter laterally. To further reduce mr, a third clip was implanted, reducing mr to a grade of 1+. There was no clinically significant delay in the procedure. No additional information was provided.